Manufacturer narrative:
Additional information was received that the patient's ipg was in the flank and the lead was at t8. It was also noted that the patient's ipg site was red and had pus. The patient underwent an explant procedure per physician's preference. No device malfunction was suspected.

Event description:
A report was received that the patient had developed an infection at the incision site. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4) , description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316 , lot #: 17062783, description: next generation anchor kit sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the incision site. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was at the site of the lead in the thoracic spine.

Event description:
A report was received that the patient had developed an infection at the incision site. The patient was prescribed antibiotics and underwent an explant procedure.